Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted. Contact was not with the pump at the time of the report. There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to contact the customer, no reply was received.